Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: grip has a scratch; air/water cylinder has no color; scope cylinder has no color; right/left knob has a scratch; up/down knob has a scratch; switch box has a scratch; scope connector cover unit has discoloration; objective lens has a scratch; light guide lens has foreign objects; connecting tube is deformed; universal cord has a dent; and light guide has corrosion inside. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope, distal end had defect and angulation malfunction. The issue occurred at an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the had distal end defect and angulation malfunction. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Foreign material in the channel could not be identified. There were no reported reprocessing deviations from the IFU. However, it is likely the lens encountered physical stress which caused humidity to enter the device. A definitive root cause of the foreign material in the channel could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope, distal end had defect and angulation malfunction. The issue occurred during reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the the light guide has foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.